Manufacturer narrative:
The customer was assisted by a nihon (B)(4)'s clinical application specialist. The customer reported that the bsm (bedside monitor) is not alarming for spo2 on the cns (central monitoring system). The customer powered off the device and turned it back on. The customer advised that power cycling the bsm (bedside monitor) fixed the alarm and the cns (central monitoring system) is alarming appropriately now for spo2. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) is not alarming for spo2 on the cns (central monitoring system).